Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer) exemption # e2014011

Event description:
Cage broke while surgeon was tapping it into place, causing a delay in surgery. The cage was removed and a new cage inserted with no issues.